Manufacturer narrative:
A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unable to perform the displacement test due to completely broken reservoir tube lip. Unit had minor scratched lcd window, cracked case at display window corner, cracked battery tube threads, missing reservoir tube o-ring, cracked reservoir tube and cracked case at reservoir tube window corners.

Event description:
The customer reported via phone call that their insulin pump was damaged. The patient¿s blood glucose level was 175 mg/dl at the time of the incident. She had abdominal pain. Reportedly, the reservoir compartment was half locked in place. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device is expected to be returned for analysis.